Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Exact date of event is unknown. The complaint device was received and evaluated at the service and repair center. Per service manual, operational and diagnostic analysis did not confirm reported issue. Therefore, this complaint cannot be confirmed. Unit was evaluated, no problem was found, unit passed all testing. Performed service bulletin. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No root cause was identified as no issue was found, the system performs according to specification. Furthermore, a manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the vapr vue wireless footswitch used with the vapr vue generator intermittently does not stay connected to the generator during use. They have tried the recommended problem fixes in changing the batteries and also re syncing the pedal to the generator. There was no patient consequences. Surgery was completed with minimal delay as two other generator with foot pedal were readily available. It is unknown if the patient is part of a clinical study. This is report 1 of 1 for (B)(4).